Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed more of three openings on anterior assessed as surgical damage. Additional observations: wear abrasion observed on the device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side deflation of a tissue expander at explant, found a 7mm hole in the expander. Device was replaced with another tissue expander.

Event description:
This is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation of a tissue expander at explant, found a 7mm hole in the expander. Device was explanted and replaced with another tissue expander.